Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is unconfirmed as the reported failure could not be reproduced. One 4 fr single lumen powerpicc solo catheter was returned for evaluation. During the investigation of the returned sample, no damage or defect was found. When the catheter sample was flushed and pressurized, no leaks were observed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer flushed PICC line prior to sact, flush leaking out under dressing. Unable to confirm leak as once line straightened out, no further leak. Able to exchange PICC and treat next day. PICC placed in left basilic and secured with secrueacath, exit site marking 19cm.

Event description:
It was reported by the customer flushed PICC line prior to sact, flush leaking out under dressing. Unable to confirm leak as once line straightened out, no further leak. Able to exchange PICC and treat next day. PICC placed in left basilic and secured with secrueacath, exit site marking 19cm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.